Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 11 of 12. It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the sleeve covering the non-patient cannula was missing. When the device was used on the patient, blood leaked out of the non-patient end needle. No adverse impact was reported regarding the patient or user.

Event description:
Patient 11 of 12: it was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the sleeve covering the non-patient cannula was missing. When the device was used on the patient, blood leaked out of the non-patient end needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-jan-2026. Investigation summary: bd received 11 samples for investigation, and evaluation of the returned items shows evidence of missing sleeves on the needles. Additionally, 10 retained samples were visually inspected, and no missing sleeves were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.